Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the programmer would not power up and the power supply was therefore replaced. (B)(4).

Event description:
It was reported that the programmer would not power on. It was noted that the programmer recently had the newest software installed. The programmer was returned for service. No patient complications have been reported as a result of this event.